Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was 45 mg/dl. The customer treated with 5 glucose tablets. The customer also reported high readings but declined to troubleshoot. The product was not returned for analysis.